Manufacturer narrative:
Reader (B)(6) was returned and investigated with retained test strips. Reader powered on with button depression but did not power on with test strip insertion. The returned reader was further de-cased and investigated. Visual inspection was performed on the returned reader and no issues were observed. A strip sensing test was performed, and the test passed. An extended investigation was performed on de-cased returned reader. Visual inspection was performed on the reader and no issues observed. The returned reader was attempted to be powered on with button press and reader powered on. Retained test strip was inserted and observed the return reader powered on with display message on screen. Therefore, issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's caregiver reported the customer was unable to test due to their abbott diabetes care (adc) reader turning on with button press but not with test strip insertion. As a result, the customer experienced vomiting, malaise, and a loss of consciousness and was unable to self-treat. Emergency services were called and the customer was then transported to the hospital where they were diagnosed with diabetic ketoacidosis and received healthcare professional (hcp) administration of an insulin injection for treatment. The customer was then transported to a secondary hospital where they received unspecified treatment by a hcp. No further treatment was indicated. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre reader were reviewed, and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's caregiver reported the customer was unable to test due to their abbott diabetes care (adc) reader turning on with button press but not with test strip insertion. As a result, the customer experienced vomiting, malaise, and a loss of consciousness and was unable to self-treat. Emergency services were called and the customer was then transported to the hospital where they were diagnosed with diabetic ketoacidosis and received healthcare professional (hcp) administration of an insulin injection for treatment. The customer was then transported to a secondary hospital where they received unspecified treatment by a hcp. No further treatment was indicated. There was no report of death or permanent impairment associated with this event.